Event description:
During the surgery the surgeon had put the cage and the plate. While making the holes for the screws, the plate loosened from the cage. The surgeon decided to leave the cage, which was still in place and to remove the plate, since the pt already had a posterior fixation with screws. MFR-3005180920-2015-00125.